Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure involving the kidney, the surgeon placed a stapler around the vessel and fired. After opening the stapler, he/she noticed a large amount of bleeding. Other surgeons opened and removed the specimen and then took a branch of vessel from specimen and put back into the patient. There was indication of unanticipated tissue loss and the incision was extended by more than one inch. There was over 500ccs of unanticipated blood loss and surgical time was delayed by 3 hours. No other adverse events were reported.